Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left knee arthroplasty, the tibial articular surface provisional fractured into two pieces. All pieces were retrieved and returned. There was no delay in procedure as a result of the event. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned device exhibited signs of repeated use and a fracture on the medial side of the post. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.